Manufacturer narrative:
The referenced report of previously reported gastrointestinal bleeding is captured under medwatch MFR report#2916596-2018-00833. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient for gastrointestinal bleeding (gib) management. The patient started having diarrhea and then complaints of blood in stool. A drop in hemoglobin from 10.2 g/dl to 7.4 g/dl over a 2 week period was observed. The patient had also noted some low flow alarms at home. The patient was taken to the emergency department on presentation to clinic so that transfusion and work up could start immediately. The patient has been feeling well and more active until (B)(6) 2018. The patient¿s anticoagulation had been stable except for bump up to 3.2 on (B)(6) 2018. Colonoscopy was performed on (B)(6) 2018 and revealed tortuous left colon. Blood throughout the colon, 2 separate adjacent very minor arteriovenous malformations (avms) bleeding medial wall hepatic flexure plus an adjacent area with some adherent blood, all cauterized were observed. The patient had history of previous gi admission. No additional information was provided.